Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 373 mg/dl. Customer was treated with manual injection for high blood glucose. The user alleged the insulin pump was possibly under delivering insulin because it was on auto mode, but it was not lowering down blood glucose. Customer just delivered bolus. During the day it was okay, but they were waking up to a high. The customer was assisted in troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.